Event description:
It was reported that prior to the start of the surgical procedure the system switched to battery power, but there appeared to be ac applied. The patient was already under anesthesia when the decision was made to abort the planned surgical procedure. No patient harm was reported and no patient incisions had been made.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system malfunction experienced by the customer was associated with the primary power supply (pps). The system was repaired by replacing the affected pps. The system alarm (battery power icon) functioned as designed and there was no injury to the patient. As of july 25, 2007, there have been no reported recurrences of the issue at this hospital.